Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display froze and there was a constant tone coming from the device. The customer reported that he reset the device and it was functioning normally. Blood glucose level at the time of the incident was 232 mg/dl. During troubleshooting, the customer confirmed that the time had not advanced and was 37 minutes behind. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was programmed with the correct time and date and monitored for six days. The insulin pump powered up properly after battery installation and no blank or frozen display was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.